Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the patient was on endotracheal intubation and a ventilator-assisted state, and the airbag pressure was continuously detected. The airbag pressure monitoring value fluctuated, indicating that the airbag pressure of the endotracheal intubation was abnormal. The use status of the endotracheal tube and the ventilator was checked in turn. There was no abnormality in the endotracheal intubation catheter and the ventilator, then they found out that the airbag pressure dropped with a leaking sound, so they replaced the endotracheal tube. There was patient involvement, but no patient harm/adverse event reported.